Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the black box data showed the event of the complaint had been overwritten. The available black box data showed no power on rest events. A new test cap was able to carefully attach to the pump and was used to complete testing. The rewind, load, and prime steps and the 24 hour duration testing were performed successfully, no power on resets were duplicated. The pump cover was removed to find no further evidence of internal moisture on the printed circuit board or the internal components. The original complaint was unable to be duplicated due to the pump information for the complaint being overwritten. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The battery cap was not returned with the pump. The display was cracked on the gray area. Additionally, the keypad was peeling up near the ok button. All the keypad buttons were responsive to user input. The keypad cover was removed to find no contamination under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).